Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed with a non-bsc needle and performed a saline flush. At this point, patients blood pressure started to decrease and a pericardial effusion was noted. Patients blood pressure continued to drop and the pericardial effusion continued to increase. A cardiac tamponade also developed. Case was aborted and a pericardial drain was placed to remove approximately 250 cc of blood. This successfully stabilized the patient and resolved the effusion per transesophageal echocardiogram. The patient was transferred to the intensive care unit. The watchman access system was opened, but never entered the patient. The patient has since been discharged home.